Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge a battery pack) was confirmed. Upon investigation, the charger was unable to charge/recognize a battery. The failure was isolated to a defective y1 crystal oscillator, as well as an internally shorted q1 and u13 cmos flash microcontroller on the bedside board. The battery board was also burnt, causing fault. The root cause of the shorted and defective components could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.